Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure using vasoview hemopro 2 (w/vasoshield) (vh-4001), the device timed out 3/4 of the way through the harvest when they were cutting the branches. They did a fasciotomy. There were no additional incisions or procedures required due to the reported failure. They opened another kit to complete the case which was accomplished. There was a delay to open another kit. There was no patient harm/effects reported.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 03/19/2025. An investigation was conducted on 3/24/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. There were no visual defects observed on the intact heater wire. The black shaft closest to the base of the jaws was observed to be peeled, exposing the inner contents of the shaft. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failure "intermittent continuity" was not confirmed, however, the analyzed failure "peeled; delaminated; shaft" was observed. The lot # 3000440982 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the analysed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.